Event description:
Report of infection rec'd with explanted returned product. Follow-up letter will be sent to health care provider for further info on this event.

Manufacturer narrative:
4/27/1998: h10 - infection follow-up letter was received from health care provider stating that cultures were performed on the patient with the cultures showing growth of serratia marcesans. The patient is presently on an alternative form of therapy and has not been re-implanted with another device.